Event description:
The customer contacted ortho clinical diagnostics to report a false negative reaction for the anti-c, e, k, fya, m and leb antigens with vss167 0.8% surgiscreen for gel in 2008. Six units of packed cells were transfused to the anemic pt on that date. At about 13 days later, the pt was returned to the hospital and a serum sample drawn was icteric and hemturian was observed. Testing was performed with a different lot of screening cells, vss172. A 3+ reaction was observed in all cells. No discrepancies were reported with qc testing. Pt experienced a delayed hemolytic reaction as manifested by icterus. Ocd's medical director classified this event as a serious injury.